Event description:
It was reported that a pump malfunction occurred after the pump was dropped on the kitchen floor, displaying malfunction code 12. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted in resetting the pump, which resolved the issue, allowing the pump to be used again. The customer rejoined their g7 sensor and resumed their insulin therapy independently, with no further action required.